Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1085, awareness date 01-sep-2015). It refers to a female consumer of unspecified age in united states who had essure (ess205) (fallopian tube occlusion insert) placed in 2007. Consumer stated that she had essure for 7 years. She had skin problems, hair falling off and bloating. After she had them removed in (B)(6) 2014 she was back to normal. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bloating (interpreted as abdominal distension). She had essure removed 7 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal bloating may occur after essure insertion. Given the lack of a plausible alternative explanation and considering that the event resolved after essure removal, a contributory role of the suspect insert cannot be excluded. Non-serious events were also reported. Since essure removal was reported, this case was regarded as incident (required intervention implied). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bloating (interpreted as abdominal distension). She had essure removed 7 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal bloating may occur after essure insertion. Given the lack of a plausible alternative explanation and considering that the event resolved after essure removal, a contributory role of the suspect insert cannot be excluded. Non-serious events were also reported. Since essure removal was reported, this case was regarded as incident (required intervention implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.